Manufacturer narrative:
Correction to h6, coding was inadvertently left out of the supplemental report. This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviations from instructions for use (IFU) were confirmed: - pre-soaking device was not performed when manual cleaning was not performed within one hour. - the water quality of the reprocessor rinse water was not controlled. - the water filter of reprocessor was not replaced periodically. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. However, multiple deviations from IFU were confirmed therefore, it is likely that reprocessing was conducted insufficiently. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - the water quality of the rinse water was not controlled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, it is likely insufficient reprocessing occurred due to inappropriate final rinse water of automatic endoscopic reprocessor. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for microbial contamination. The scope was sampled twice. During the first sampling, the scope tested positive for > 300 colony forming units (cfus) of unspecified aerobic spore formers. During the second sampling, the scope tested positive for 5 cfus of unspecified aerobic spore formers. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. During a follow up with the user facility, the customer confirmed the following: the device was quarantined after the positive culture was observed. The device is reprocessed daily prior to sampling. The last time the device was reprocessed was (B)(6) 2023. The sample was taken immediately after storage. The storage environment was described as a sterile locker with ¿room air.¿ the device was last used for a procedure on (B)(6) 2023. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the air/water channel, instrument channel and suction channel. The customer did not specify if a detergent is used during the pre-cleaning process. Presoaking is not performed by the facility when manual cleaning is not performed within one hour of the procedure. During the manual cleaning process, the customer uses gigasept af forte detergent and brushes the instrument channel, suction cylinder, and the instrument channel port. The customer did not specify the cleaning brushes used during the manual cleaning process. The customer confirmed that this device passed the leak test. It was not specified if the scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, an etd 4 machine is used with olympus endodet endoact detergent and olympus endodis (disinfectant). The scope is dried through the dry process of the aer/wd followed by wiping with a clean towel/ paper. Additionally, the scope is blown dried using clean compressed air. The scope is stored in a simple cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was not controlled. The customer confirmed that the water filter was not replaced periodically in accordance with the instructions for use (IFU). At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaints: (B)(4) cf-h190i evis exera iii colonovideoscope , serial number (B)(6). (B)(4) gif-1tq160 evis exera gastrointestinal videoscope, serial number (B)(6). (B)(4) sif-q180 evis exera ii small intestinal videoscope, serial number (B)(6).